Event description:
It was reported that while "inserting a screw with the screwdriver and the screwdriver tip broke off during insertion. Unsure if we were able to get all of the broken pieces out. An x-ray will be taken to follow up."

Manufacturer narrative:
It was reported that an anchor c screwdriver tip broke during surgery. The device was not returned and batch number is unknown. Surgical technique indicates the use of this screwdriver for full engagement and locking of the screw. The event occurred during surgery, more than 10 minutes surgical delay and broken parts potentially left in the patient have been reported. A follow-up communication on this aspect has been done while closing this investigation.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that surgeon was "inserting a screw with the screwdriver and the screwdriver tip broke off during insertion. Unsure if we were able to get all of the broken pieces out. An x-ray will be taken to follow up."